Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarms power error on a recurring basis. The patient's blood glucose at the time of incident was 16.3 mmol/l. The caller stated that the insulin pump alarms power error every day. The caller changed the battery and waited 10-15 minutes and the power error alarm recurred. The customer was advised to discontinue use of the insulin pump and revert to their medically prescribed back-up plan. The insulin pump will be returned and replaced.